Event description:
It was reported to boston scientific corporation on feb 20, 2008 that an injection gold probe bipolar catheter was used during an esophagogastroduodenoscopy (egd) procedure the month prior. (Patient gender, age and weight unknown) according to the complaint, during prep, the needle would not retract. The case was completed with another injection gold probe bipolar catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no injury"

Manufacturer narrative:
Upon receipt, the incident device showed no obvious anomalies. The probe was longitudinally dissected to expose the hypotube. Additional examination on the hypotube revealed two kinks at 102 cm and 121 cm from the tip of the needle. No other anomalies were detected. The following conclusions are based on the investigation conducted. The customer's complaint has been confirmed as the incident device extended / retracted partially upon handle actuation. The most probable root cause has been attributed to "handling damage". During preparation, kinks may have been inadvertently induced, thus compromising the extension and / or retraction of the needle.